Event description:
It was reported that pump screen was dark and would not turn on despite repeated attempts, even after removing pump from case and trying to power and charge it, with red light blinking and pump vibrating periodically. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed on button presses, charging attempts, and storage mode, then was advised to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump and provided instructions to program pump settings, reconnect continuous glucose monitor, and return malfunctioning pump using pre-paid label within 10 days.